Event description:
During removal of the catheter, after completion of the procedure, it was noticed that the tip of the catheter was hanging on by a thread. When the physician touched the tip it came off.